Event description:
This pt required an exploratory laparotomy after sustaining a gsw to the abdomen on (B)(6) 2020. He required bowel resection which was performed with covidien blue load gia staplers, and due to hemodynamic instability was left in intestinal discontinuity. He was then taken back on (B)(6) 2020 for restoration of intestinal continuity with 2 stapled bowel anastomosis and one hand-sewn bowel anastomosis. The following week he developed respiratory failure requiring reintubation, and imaging performed at that time was notable for free air in the abdomen. He was taken back to the operating room emergently on (B)(6) 2020 and at each of the anastomosis, the staple line where the bowel had been initially transected on (B)(6) 2020 had come apart in the middle of the staple line, creating 3 small holes at the ends of each piece of small intestine. These were oversewn and the pt was taken back on the ICU for continued recovery. FDA safety report ID# (B)(4).